Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device lost network configuration. The technical support specialist confirmed that the software reset was required on the switches to resolve the issue. The hospital information technology (it) team resolved the issue and confirmed station is online and communicating with the server as expected. The system functioned as intended after the issue was resolved. E.1 initial reporter address 1: (B)(6).